Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported the patient had a sudden symptom after the use of cautery during an unrelated surgery. The dentist used cautery and it almost knocked them off the table. No further information was reported as a result of this event.